Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) was returned and investigated. Visual inspection has been performed on the returned sensor. The sensor plug has been returned and no issues were observed. The applicator and sensor pack were also returned and visual inspection was performed. No issues were observed. There is no sign of incorrect assembly. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing pain, swelling, and bruising while wearing the adc freestyle libre sensor. Upon removal of the sensor, less than one day after application, the sensor tip broke off in her arm and she self-presented to a hospital. At the hospital, the sensor was removed with "scissors and a magnifying glass" and an x-ray was performed. No medication was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing pain, swelling, and bruising while wearing the adc freestyle libre sensor. Upon removal of the sensor, less than one day after application, the sensor tip broke off in her arm and she self-presented to a hospital. At the hospital, the sensor was removed with "scissors and a magnifying glass" and an x-ray was performed. No medication was provided. There was no report of death or permanent injury associated with this event.